Event description:
It was reported that a clearlink system buretrol solution set had micro air bubbles in its tubing, below the drip chamber and y-site. This was noticed during patient infusion of an unknown solution. The reporter stated that the set's roller clamp, and not air vent valve, was used. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.